Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the rv lead barrel noted that the middle coil spring electrode had been displaced and pushed into the rv tip area right in front of the rv tip terminal block. Efforts were unsuccessful to fully insert a lead connector into the rv lead barrel. Analysis confirmed the lead port became dislocated during lead insertion and the coil spring prevented full insertion of the rv lead as reported in the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited low sensing measurements on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was repositioned. However, the lead could not be successfully inserted back into the device header despite extensive troubleshooting efforts. Therefore, the device was explanted and replaced. No additional adverse patient effects were reported.